Manufacturer narrative:
(B)(4). The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). Failure code 812:05 is a cascade failure code and does not interrupt delivery.

Event description:
The facility representative reported a colleague infusion pump with a 812 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 812 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.